Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: the cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text : device not returned.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Reportedly, the customer was using cold insulin. Tandem technical support educated customer that using cold insulin is off label per the tandem user guide. Customer's blood glucose level was 300s mg/dl. Customer changed the infusion set tubing to resolve the issue and resumed insulin delivery.